Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler/liberty cycler set and the patient¿s peritonitis. Based on the reported information, the exact cause of the peritonitis cannot be determined. However, there is no allegation nor any objective evidence that a device malfunction or product deficiency with the liberty select cycler/liberty cycler set was associated with the event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. The patient¿s pd culture yielded growth of the organism enterococcus faecalis which are bacteria normally found in human intestines and are often associated with peritonitis from touch contamination. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum.

Event description:
On (B)(6) 2022, it was reported that this patient on peritoneal dialysis (pd) has peritonitis. There were no reported allegations that the event was related to any issues with fresenius products. In additional follow-up, a pd nurse stated that the patient was seen in the outpatient pd clinic on (B)(6) 2022 for symptom of abdominal pain. The patient had a pd culture obtained which revealed growth of enterococcus faecalis. The nurse stated the patient was treated on an outpatient basis with the antibiotics vancomycin and ceftazidime intra-peritoneal (ip) per clinic protocol. The patient is reportedly recovering from the peritonitis event. The patient continues pd treatment with the fresenius cycler without further reported issues. The nurse stated the cause of the peritonitis was unknown. However, it was confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse stated a home visit with the patient would be conducted to review infection control procedures.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 19/dec/2022, it was reported that this patient on peritoneal dialysis (pd) has peritonitis. There were no reported allegations that the event was related to any issues with fresenius products. In additional follow-up, a pd nurse stated that the patient was seen in the outpatient pd clinic on (B)(6) 2022 for symptom of abdominal pain. The patient had a pd culture obtained which revealed growth of enterococcus faecalis. The nurse stated the patient was treated on an outpatient basis with the antibiotics vancomycin and ceftazidime intra-peritoneal (ip) per clinic protocol. The patient is reportedly recovering from the peritonitis event. The patient continues pd treatment with the fresenius cycler without further reported issues. The nurse stated the cause of the peritonitis was unknown. However, it was confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse stated a home visit with the patient would be conducted to review infection control procedures.

Event description:
On (B)(6) 2022, it was reported that this patient on peritoneal dialysis (pd) has peritonitis. There were no reported allegations that the event was related to any issues with fresenius products. In additional follow-up, a pd nurse stated that the patient was seen in the outpatient pd clinic on (B)(6) 2022 for symptom of abdominal pain. The patient had a pd culture obtained which revealed growth of enterococcus faecalis. The nurse stated the patient was treated on an outpatient basis with the antibiotics vancomycin and ceftazidime intra-peritoneal (ip) per clinic protocol. The patient is reportedly recovering from the peritonitis event. The patient continues pd treatment with the fresenius cycler without further reported issues. The nurse stated the cause of the peritonitis was unknown. However, it was confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse stated a home visit with the patient would be conducted to review infection control procedures.

Manufacturer narrative:
Correction provided in d10 and g4.